Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has not been rec'd for eval and this complaint is still under investigation.